Event description:
Philips received information from a customer site that during a patient procedure, while moving the patient support into the gantry, the operator started to lower the patient support using the gantry control panel button and the patient support continued to move down on its own after the button was released. There was no report of harm to a patient, operator, or bystander due to this reported issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up nor at the completion of the investigation. (B)(4).